Event description:
It was reported that the right atrial lead triggered a patient alert for out of tolerance subthreshold impedance. In office interrogation showed that the impedance also spiked to greater than 3000 ohms on one day and then came back down; also there was noise on the electrogram (egm). The lead remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:09. Weekly lead impedance trend data show various spike increases for max atrial pace bipolar impedance equal to 627 to 4047 ohms range between (B)(6) 2011.